Event description:
Customer reported that the battery took a long time to charge and only reached 50-60% capacity. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and a callback, and no further action was required.